Event description:
During a remote follow-up, noise resulting in oversensing and p-wave amplitude variation was revealed on the lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.